Event description:
Issues: pump alarming "occlusion/empty container"; tubing would collapse on self; blood would hemolyze in tubing causing air bubbles; new tubing placed and no furthur issues. No harm to patient. Used new set.